Manufacturer narrative:
No patient code available for "bright spot in center of eye.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA alleging that his onetouch verio flex meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient alleged that the product issue began the previous evening at 7.54 pm, when he obtained blood glucose readings of ¿344 and 283 mg/dl¿ on the subject meter. The blood tests were taken less than 20 minutes apart. The patient stated that he manages his diabetes with a combination of medication, it is not clear if he made any changes to his normal diabetes management routine. The patient reported that on (B)(6) at 6.34 am, he developed symptoms of ¿bright spot in the center of his eyes, sweaty and shaky¿. He reported that he self-treated the symptoms by drinking soda. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient was using the correct testing steps. The csr noted the patient did not have control solution, and that the control test had not manually been selected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.